Event description:
It was reported that the customer had to apply more pressure than expected when inserting cartridges. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.